Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old female patient underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with spontaneous left breast implant deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On september 22, 2022, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the left implant was removed with yellowish liquid inside and both implants were replaced with the following devices: (left) 425cc mentor smooth round moderate profile catalog: 3501670 lot: 9698064 sn: (B)(6) and (right) 425cc mentor smooth round moderate profile catalog: 3501670 lot: 9697668 sn: (B)(6). On september 26, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was found within the crease/fold on the posterior view, measuring approximately 0.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (5562619). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.